Event description:
On 03/10/2022, it was reported by a sales representative via phone that when surgeon went to insert the very last ar-8724vcl-18 kreulock screw, it sunk below the distal hole of an ar-8916vsr-03 volar distal radius plate. The screw became stuck in the plate and when surgeon attempted to removed the screw, the t8 screw driver bent. Finally, surgeon has to remove all the other screws and forcibly remove the last screw which was still stuck to the plate. A new plate was opened and case was completed. This was discovered during a radius fracture procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8916vsr-06 plate and concomitant ar-8724vcl-18 screw were received for investigation. Visual inspection identified that the screw was locked within the threaded plate hole, and could not be removed, as the head of the screw had been stripped. Further visual evaluation revealed that the distal screw threads were also stripped. The condition of the plate threads could not be assessed. A probable cause is attributed to over-torquing/over-engaging the screw within the plate.